Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported an inflammatory process causing a seroma, enlargement and swelling in her right breast. Device remains implanted. Later, patient reported capsular contracture baker grade iii.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported an inflammatory process causing a seroma, enlargement and swelling in her right breast. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ seroma: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported an inflammatory process causing a seroma, enlargement and swelling in her right breast.. Later, patient reported capsular contracture baker grade 3. The device has been explanted.